Event description:
New information states that helix malfunction was noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02997. It was reported that the patient was admitted to the hospital after receiving inappropriate shock. Upon interrogation, it was noted that the patient had svt and the device diagnosed it as vt. The device charged but aborted the first shock "high voltage lead issue" due to low defibrillation impedance. The shock configuration switched, and inappropriate therapy was delivered. The lead was reprogrammed. Excessive current was detected during shock delivery and the physician believed the device would fail to deliver therapy at the programmed setting. The lead was capped and replaced on (B)(6) 2020. The device was replaced electively by the physician. The patient was stable before, during, and after the procedure.